Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (.5 mg/ml at .32046 mg/day) via an implantable infusion pump. It was reported that the patient had a fall and when she presented for follow up, it appeared that fluid was building in the pump pocket. Surgery was performed, during which pocket was drained of a significant amount of cerebrospinal fluid (csf). It was observed that the pump had flipped and the catheter was coiled around the pump. The connector tore from the rest of the proximal segment. The surgery was noted as successful.